Event description:
A surgeon reported that during a cataract extraction with intraocular lens implant procedure, the patient experienced a corneal burn and prolapse of the iris. Additional information received from the company representative reported the surgeon had performed the hydrodissection when the iris prolapse occurred. Additional viscoelastic was injected which did not remedy the iris prolapse. The surgeon was unable to remove the viscoelastic as he normally does by depressing the posterior lip of the wound. The surgeon introduced the handpiece into the anterior chamber. He started to aspirate but noticed that the machine was not aspirating properly. The surgeon could not recall if the occlusion tone was present but thinks he heard it. The surgeon started performing phacoemulsification when it was noted that his visualization become unclear. It was at this point that the surgeon believes the corneal burn occurred. The patients current condition is unknown at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿a surgeon reported that during a cataract extraction with intraocular lens implant procedure, the patient experienced a corneal burn and prolapse of the iris. Additional information received from the company representative noted the surgeon had performed the hydrodissection when the iris prolapse occurred. Additional viscoelastic was injected which did not remedy the iris prolapse. The surgeon was unable to remove the viscoelastic as he normally does by depressing the posterior lip of the wound. The surgeon introduced the phaco handpiece into the anterior chamber. The surgeon started to aspirate but noticed that the machine was not aspirating properly. The surgeon could not recall if the occlusion tone was present but thinks he heard it. The surgeon started performing phacoemulsification when it was noted that his visualization become unclear. It was at this point that the surgeon believes the corneal burn occurred. The patient¿s current condition is unknown at this time. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 15, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).